Event description:
The port was implanted in 2002 for chemotherapy. The patient reported burning at the implant site. Investigation revealed a catheter leak. As a result of this, the port and catheter were explanted in 2002. There were no patient complications.